Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated this unit and was able to reproduce the reported issue. The fse found errors 111 and 112 in the diagnostic logs. To fix this issue the fse replaced the executive processor board. Additionally, the fse also replaced the coiled cable and tether assembly due to excessive wear. The iabp works to manufactures specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarms during boot up process. There was no patient involvement and no adverse event was reported.